Event description:
A vaxcel mini port was inserted for therapeutic purposes in 2002. Unable to get a blood return, a port patency study was performed under fluoroscopy which revealed the catheter had fractured almost immediately behind the locking collar. The catheter portion migrated to the righ ventricle extending into the superior vena cava. The catheter piece was retrieved with a snare in 2005. The port was replace 3 days later.